Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow up, the device was unable to be interrogated with radio frequency (rf) telemetry. The patient was brought into clinic and communication with rf telemetry was reestablished during an interrogation with a programmer to resolve the event. The patient was stable.